Event description:
Sorin group received a report that, during set up, the s5 system did not display any values for pressure and did not display the flow rate or temperature for pump 4. There was no patient involvement.

Manufacturer narrative:
The service representative confirmed that the s5 console was not displaying a temperature reading but the s5 console was displaying a pressure reading. The pressures were intermittently not displayed because the dc/dc module had intermittent five volts. The flow and temperature was not displayed because the flow settings were not correct. The dc/dc module was replaced and the settings on pump 4 were changed in order to correct the issue. The dc/dc module was sent to sorin group USA. The reported problem was not reproduced. Sorin group (B)(4) stated that no further actions are required. No trend has been identified. No nonconformities were noted during the device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during set up, the s5 system did not display any values for pressure and did not display the flow rate or temperature for pump 4. There was patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.